Manufacturer narrative:
Sections with additional information as of 22-sep-2020: h6: updated FDA's method, result, and conclusion codes. H10: ketone test strips were returned for evaluation; defect found: physical defect of strips; discolored grey pads. H10: most likely underlying root cause: rc-061: storage outside specifications.

Manufacturer narrative:
Internal report reference number: (B)(4). Products were returned and pending qc evaluation. Note: manufacturer contacted customer in a follow-up call on 04-aug-2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for open ketone vial and discoloration of ketone strips. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product storage location is undisclosed. The test strip lot manufacturer¿s expiration date is 06/22/2021 and open vial date is undisclosed.